Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified, right anterior tibial artery, and had a chronic total occlusion. A 1.2mmx15mmx141cm coyote fc balloon catheter was advanced for dilatation, however, failed to cross the lesion. Furthermore, during first inflation at 4 atmospheres for 3 seconds the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injury reported and the patient condition was good.